Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The serial number of the device was not provided, and the device was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. According to fraxel dual laser systems operator manual and risk assessment, scarring in a known possible complication of fraxel treatment. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing.

Event description:
The reported was noted twelve days post procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed scars on left side of her face two days post procedure. Reportedly the highest energy level used was 40mj, 4 passes were performed at level 4 during the procedure and the facility did not perform a burn paper test prior to the procedure. Additional information has been requested